Manufacturer narrative:
Approximate age of device ¿ 2 years, 4 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was inpatient with a gi bleed, which was confirmed by a colonoscopy. Also noted were high flows and high powers upon interrogation, though no alarms were reported. A log file analysis captured a few unsustained power elevations on (B)(6) 2019. It was communicated that in the absence of patient symptoms these were not concerning. The power elevations were reported to be due to dehydration. After having polyps removed the patient was to be discharged (B)(6) 2019.

Manufacturer narrative:
Section h4: correction: manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported gi bleeding could not be conclusively established through this evaluation. Additionally, the report of power elevations was confirmed based on the analysis of the submitted log file. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. Transient elevations in power were captured on (B)(6) 2019 up to 11.0 watts. Corresponding elevations in calculated flow up to 12.0 lpm were also recorded during power elevation events. All power elevation events occurred during pi events. No other atypical alarms or events were captured. The actual speed remained above the low speed limit for the duration of the log file and the pump appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further complaints have been reported at this time. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information on anticoagulation, including recommended inr values. This IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.